Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it would have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her son's blood glucose and carbohydrate intake is a follows: time: 8:00 pm, bg (mg/dl): 140, cho (g); 8:51 pm, 57, snake given (carbohydrate count not reported); 10:21 pm, 260. At 10:43 pm the pod was deactivated. He noticed the cannula was bent and out of his skin.